Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a lens that had dislodged one day following an intraocular lens (iol) implant procedure. Vitreous had started presenting itself from behind the lens. Additional information was provided by the surgeon stating: " the patient had a very normal surgery, however, when I attempted to rotate the lens into position, it was very resistant to movement despite copious viscoelastic. There was no sign of zonulopathy during surgery."